Event description:
It was reported that during a prostate procedure at 28,849 joules of use and 6:33 minutes, fiber ¿tip broken¿ was observed. Additional information wasn't reported. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed utilizing a second fiber. Patient outcome: ¿no injury to patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the glass cap exhibits severe devitrification on surface; the outer flow tubing exhibits signs of abrasions and slight melting, minor scratch marks, and severe contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending and heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.